Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found a loose connector pin on the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging and there was a loose/bent connector pin on the desktop charger (dtc). This issue began on (B)(6) 2014, and it was noted that the green light on the desktop charger (dtc) was on. It was also reported that the implantable neurostimulator (ins) had been dead since (B)(6) 2014 due to the insr not charging. When the patient wiggled the dtc connector pin on (B)(6) 2014, the recharger screen had come up for a minute. There were no reported patient symptoms, and there was no indication of patient harm. Additional information received from the consumer later reported that the patient was still having concerns regarding the device/therapy, but the patient was working with the healthcare professional or manufacturer representative. In addition, the patient had an appointment for approximately (B)(6) 2014. The patient's indications for use included post spinal cord injury and spinal pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.